Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had exhibited pocket infection. Reportedly, a hematoma was the suspected cause of swelling in the pocket, probably causing bacterial contamination. A revision was performed and the s-ICD, along with the implantable lead were explanted. No additional adverse patient effects were reported.